Event description:
The hcp reported that the patient had been hospitalized with unspecified overdose symptoms. The pump was then turned off, but the patient was "continuing to overdose" despite having had the pump turned off the previous day. Approximately 5 days later, the hcp reported the patient was doing well and was going to go home; however, the hcp refilled the pump the night before and the patient said she felt weak. The hcp stated the patient's blood pressure was low. The pump was set to "stopped pump" and a magnet was taped over the pump. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.